Manufacturer narrative:
The user reported a low glucose event resulting in fainting on september 22, 2025 approximately 7:40 pm est. At the time of the call, the user was feeling okay.the event was related to diabetes, therefore the following example set was provided: on (B)(6) - 7:40 pm - est - sensor glucose 101 mg/dl - no blood glucose confirmed via fingerstick. After dms review, we confirmed the following information at the time of the event: on september 22 - 7:40 pm - est - sensor glucose 101 mg/dl - no bg was entered. A review of the alert history revealed that the user didn't receive a low glucose alert at the time of the event because the sg never went past the alert level. The sensor glucose data showed that glucose was trending down for at least 2 hours prior to the event.user's hcp was not aware of the event; user was advised to follow up with the hcp for further medical guidance.in an associated complaint of sensor inaccuracy,the user informed senseonics that the system was displaying results that differed from blood glucometer measurements. Based on the escalation analysis, a sensor replacement was approved due to system performance deviation. An RMA was issued for the return of the sensor for further investigation. Upon receipt, visual inspection revealed a small portion of the hydrogel missing over the optical area of the sensor, likely caused during the removal procedure due to excessive force applied by the removal clamps; this finding was unrelated to the user's complaint. In-house testing revealed chemical degradation of the glucose sensing component on the short end.however, evaluation of sensor in vivo data indicated chemical degradation across all sensing areas, consistent with oxidation of the glucose indicating component of the sensor hydrogel. This likely contributed to the observed inaccuracies. A replacement sensor was provided to the user as part of the resolution.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported experiencing a low glucose event that resulted in fainting and was diagnosed with hypoglycemia. The event occurred on (B)(6) 2025, at approximately 7:40 pm est. At the time of the call, the user reported feeling okay. The event was not related to sensor insertion or removal but was related to diabetes management. Review of dms data confirmed that at the time of the event, the sensor glucose (sg) was 101 mg/dl, and no blood glucose confirmation was performed via fingerstick. The user did not receive a low glucose alert, as the sg value did not cross the alert threshold. The user administered treatment with a glucose emergency kit (glucagon pen), followed by juice and food intake. The user's healthcare provider was not aware of the event, and the user was advised to follow up with the hcp for further medical guidance.

Manufacturer narrative:
H1 type of reportable event corrected to serious injury.